Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro and the patient experienced cardiac tamponade that required a pericardiocentesis. Forty minutes after the start of the procedure, blood pressure decrease was found at the timing of the third ablation, and the procedure was interrupted. A sound star catheter revealed pericardial effusion. For cardiac tamponade, pericardiocentesis and drainage were performed. Subsequently, drug was administered, and the patient¿s vitals were confirmed to be stabilized. The patient was moved to the ward. The ablation was planned to be conducted later that day. The physician commented that it was difficult to place in coronary sinus (cs) the japan lifeline ¿beeat¿ catheter of which was the catheter approaching from femoral. And the cause of the event might be the¿beeat¿ which might have entered right ventricle (rv). The physician did not consider that biosense webster, inc. (Bw) products were the cause of the adverse event. There was no evidence of steam pop. No abnormalities observed prior to use of the product nor during use of the product. Additional information was received. The patient required extended hospitalization for observation. The patient improved and was moved to a general ward, where she was being monitored. The patient is expected to be discharged from the hospital in january 2025. No error messages observed on biosense webster equipment during the procedure. Procedural act was over 300.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31440386l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).